Manufacturer narrative:
The investigation for the optical sensor issue, stroke, low pump flow, and arrhythmias has been completed. The device was not returned for evaluation. Data logs were reviewed which showed that a placement signal not reliable (psnr) alarm is triggered when placement signal suddenly increases to 3000. Before psnr alarm, placement signal was noted to step down ~50mmhg for approximately 3 hours before drifting down then spiking to 3000. Clinical details noted that patient was experiencing suction alarms and psnr alarm was triggered on day 22 of support. The root cause of the optical signal issues was most likely due to sensor wear. Data logs also showed low pump flow and suction alarms were triggered at that time. Pump flows at time of alarms were all within normal ranges for p-levels. Clinical details noted that patient was 100% pump dependent while on support. The root cause of the low pump flow was most likely patient condition related. The root cause of the arrhythmia and stroke could not be determined without additional clinical details.

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report 1220648-2024-18880 in accordance with updated procedures. H6 investigation conclusions code 50 was erroneously entered on the initial manufacturer device report number 1220648-2024-18880-1. H6 investigation findings code 140 and investigation conclusions code 4307, 4310, and 4315 were inadvertently omitted on the initial manufacturer device report number 1220648-2024-18880-1.

Event description:
Us complainant reported the patient was on impella 5.5 support and they complained of having blurry vision. A computed tomography scan showed an ischemic stroke. Support continued. Furthermore, the patient was very tachycardic and developed arrhythmias. The echocardiogram showed that the impella was near the septum and was thought to be causing the arrhythmias. The pump was repositioned three times. Additionally, the pump was having frequent suction alarms and the automated impella controller (aic) showed placement signal not reliable alarms. The patient was very dependent on the impella support, so the staff chose to replace the pump. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿